Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer and identified the probable cause as multiple hardware. The fse replaced both measuring and reference sodium electrodes and the chloride electrodes and cleaned the flowcell to resolve the issue section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their dxc 600 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide demographics. Data was provided for three (3) patient samples.